Event description:
It has been reported to philips that the azurion system was blinking and nothing could be seen on the epic workstation. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray machine is blinking out cannot see anything with epic. The system had not power and no led light in the main cabinet (ny). The fse checked the power, it had 400 volt at the block and breaker, at the main cabinet switch, it had 400 volts. Upon investigation fse found defective pdu (power distribution unit) san tray dcps (direct current power supplies) and fse replaced pdu. After further investigation found error in the generator due to the message said x-ray not possible and failure in the ips and xsc. The fse reinstalled the ips and xsc. After replacing defective parts, system was returned to good working condition. The codes were updated based on the investigation outcome.